Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing and high thresholds. It was further reported that the threshold abruptly increased approximately seven months ago. The lead was confirmed on x-ray to have become dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.